Event description:
It has been reported to philips that the wireless footswitch was defective. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that footswitch was defective. The fse replaced the footswitch and returned the system to use in good working order.

Manufacturer narrative:
Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. A philips field service engineer (fse) inspected the system onsite and confirmed wireless footswitch was defective due to connector pins for charging were broken off . The fse replaced footswitch. After replacement the system was returned to good working order. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a field safety corrective action (2022-igt-bst-011) . The codes were updated based on the investigation outcome.